Event description:
Pt was admitted post motor vehicle accident. Had head injury and spinal cord injury. Had been extubated but needed to be reintubated. The physician tried to use the broncoscope to assist with seeing to do the intubation. Both the bronchoscope and the monitor failed. The monitor would not hold the picture and the scope light would notperform correctly. As this man was a difficult intubation, the physician believes the failure of the equipment prolonged the time needed to intubate. An emergency tracheostomy was performed. The image on the monitor was distorted. Pt remains on a ventilator with minimal conciousness. This was as previous to the incident.